Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. Reportedly, the customer's blood glucose (bg) levels remained between 70-240mg/dl. Supply changes were performed and the occlusion alarms continued. The customer reverted to insulin pens for insulin therapy.